Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7067951, medical device expiration date: 2018-07-31, device manufacture date: 2017-03-08, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown, medical device lot #: 7100930, medical device expiration date: 2018-08-31, device manufacture date: 2017-04-10. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for (B)(6) was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were clotting.